Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (above 600 mg/dl). The customer thought that the pump was not delivering insulin properly. The customer declined to provide further information and declined tandem technical support's offer to troubleshoot.